Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item #: 65-7713-017-00, item name: kinectiv technology modular femoral stem, lot #: 60969553. Item #: 65-7713-017-00, item name: kinectiv technology modular femoral stem, lot #: 60969553. Item #: 00-6310-050-32, item name: trilogy acetabular system liner, lot #: 61139476. Item #: 00-6250-065-20, item name: bone screw, lot #: 61160970. Item #: 00-6250-065-25, item name: bone screw, lot #: 61169904. Device history record (DHR) was reviewed and no discrepancies were found. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01327, 0002648920-2018-00168, 0001822565-2016-04478.

Event description:
It was reported patient underwent right hip revision approximately seven years post-implantation due to elevated ion levels, adverse tissue reaction, implant corrosion and liner fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. During surgery corrosion was noted at the junction of the prosthetic femoral head and neck, elevated metal ion levels, adverse tissue reaction with fibrosis, polyethylene liner was fractured posteriorly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).